Event description:
It was reported that a pt underwent a laparoscopic cholecystectomy on (B) (6) 2010. The surgeon used mastisol skin prep on pt then recalled that the pt was sensitive to mastisol. The surgeon cleaned the pt's incision and applied the topical skin adhesive on all five incision sites. Four days post-operatively, the pt returned with blotchy redness and white blisters at the port site. The surgeon tried to use petroleum jelly to remove the topical skin adhesive, but it did not come off. The surgeon prescribed a topical antibiotic cream and hydrocortisone cream. The pt continues to pick at the product so the area is more irritated. The surgeon opines that the pt's reaction was caused by mastisol and not the topical skin adhesive.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.